Event description:
It was reported that the customer experienced a high blood glucose level of 494 mg/dl. She tried to give herself a bolus but could only give herself 10 units of insulin. The customer was able to raise the maximum bolus to 25 units. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).